Manufacturer narrative:
Correction: this report is a duplicate of manufacturer report number 1314492-2026-00523. All information can be found under manufacturer report number 1314492-2026-00523. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump over infused during volumetric testing in the biomed service department. There was no patient involvement. No additional information is available.